Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. The device was returned to olympus for inspection. Olympus provided the following result of the culture test, performed at the third-party labs: hmi results 1st sampling: did not conform. Sampling date: on (B)(6) 2025. Swab distal end less than 1 cfu. Sampling solution air/ water channel 6 cfu -bacillus species; micrococcaceae. Sampling solution/ auxiliary channel less than 1 cfu. Sampling solution instrument channel 6 cfu- cytobacillus sp; cytobacillus horneckiae. Sampling solution suction channel 2 cfu- bacillus species. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results did not conform to the regulation's recommendation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the foreign materials identified failures is cause traced to failure to follow instructions. The event can be prevented by following the instructions for use which state: the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. D9 update and h6 coding has new additional information.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination of streptococci. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.